Event description:
A malfunction was reported with a pump, as its screen turned blank and it would not power on. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support instructed the customer to attempt charging the pump; however, it did not respond, and the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.